Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (2 grams every four days, route not reported) and ceftazidime (1 gram per day, intraperitoneally). On the same date, automated peritoneal dialysis therapy (apd) was interrupted due to the antibiotic therapy and the patient was placed on continuous ambulatory peritoneal dialysis (capd). Ten days later, the patient was prescribed gentamicin (80 milligrams per day, route not reported) for an unspecified indication. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. On an unreported date, physioneal and extraneal therapies were discontinued. No additional information is available.

Manufacturer narrative:
Treatment with vancomycin was discontinued 25 days after initiation. Treatment with gentamicin was discontinued 15 days after initiation. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.